Manufacturer narrative:
The insulin pump was received with intermittent express bolus, esct, act, up and down narrow button response due to flattened button dome switches. The insulin pump was received with all operating currents within spec and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed no delivery. The nurse had a hard time pressing the buttons on the insulin pump. The buttons were unresponsive. The customer was in the hospital dude to a diabetic ketoacidosis. The insulin pump was stuck in the rewind loop. Customer's blood glucose level was around 230 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the j2 lcd keypad connector was not found unlocked during our visual inspection. The insulin pump passed the displacement accuracy test.